Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post implant, atrial pacing thresholds were greater than 5.5 v, 0.5 ms. Chest x-ray revealed the lead had dislodged, the lead remains implanted.